Event description:
Caller reported that pump battery would not charge, despite using a tandem charging cable and trying different wall outlets. There was no adverse impact to customer¿s blood glucose level. Customer reverted to using an alternate method of insulin therapy.